Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 500 mg/dl. The customer was going to treat with a syringe but did not know how much insulin to inject in their body. The customer was advised to talk to their health care provide to inquire how much insulin to use. The customer felt symptoms of nausea and vomiting. The customer had pneumonia and was antibiotics. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.